Manufacturer narrative:
It was originally reported that there may have been reduced brake force as the brake was broken and the brake pedal was missing. It was found upon evaluation and further investigation that the brakes were holding to spec and alternatively the other brake pedal could be used to engage the brake. Further it was found that the motion interrupt pan was damaged. It was further reported that the power cord ground path was damaged. Unit was repaired and returned to service.

Event description:
It was reported via repair work order that there may have been reduced brake force as the brake was broken and the brake pedal was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there may have been reduced brake force as the brake was broken and the brake pedal was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.